Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open racepack and 5 unopened (to analyze this complaint and (B)(4) as well). Analysis and results: there are no previous complaints of this code batch. Received the same day and from the same customer two complaints of the same code-batch but different issues. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received five closed samples to analyze this complaint and (B)(4) and one open and used sample that shows thread splitting near the needle attachment. Tested the needle attachment of the closed samples received in order to check for a faulty needle-thread connection that could be caused thread splitting. The results fulfill the requirements. No splitting has been found on the thread surface in any of the five closed tested samples. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: united kingdom. It was reported that the thread was splitting.